Event description:
It was reported that an axis plate was removed due to anterior tibial pain. Doctor notes that the plate was a little long when first implanted. It was noted that the fusion looked great.